Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with the rewind and prime process. The customer was in the hospital for bypass surgery, and had a blood glucose reading of 242 mg/dl at the time of the call. The customer was assisted with the rewind and prime process. Nothing further was reported.